Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (DHR) review, was not possible because the required lot code was not provided. H10 additional narratoive: added: d10.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an acetabular revision and stem revision. The cup had migrated medially. The cup and liner were not depuy implants and were revised with competitor components. The stem was a 22 x 17mm calcar replacing s rom stem. The s rom sleeve was not revised and was left in the patient. A new 22 x 17mm s rom calcar body stem was implanted and a 28mm +3 ceramic head. Doi: unknown. Dor: (B)(6) 2020; affected side: right hip.